Event description:
It was reported that the insulin gauge was inaccurate and static. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 53 - 214 mg/dl. The customer consumed carbohydrates to address low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.